Event description:
Revision surgery - due to worn metal on metal.

Manufacturer narrative:
The reason for this revision surgery was to replace a worn insert after 6.75 years of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this product: three revisions, three due to dislocation, three for wear/excessive wear, three due to pain, five due to infection, two for device loosening, one for stability/poor joint issues, three due to dissociation, and one indeterminate. This is the first complaint for this lot number. The root cause for the revision was most likely due to normal wear. There are no indications of a product or process issue affecting implant safety or effectiveness.